Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the infusion set had a bent cannula. Customer's blood glucose level was 400 mg/dl. The high pressure test passed. In the alarm history there was a no delivery alarm. The device was not returned.